Event description:
Subsequent to the initial medwatch report, the following additional information indicates the arteriotomy was a 6f. The sheath was upsized to a 12f and then 18f. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of a cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted using the proglide device in the femoral artery using the preclose technique prior to an interventional procedure. Reportedly, when the needle plunger was removed no suture was present. A second proglide device was used for successful suture placement and the interventional procedure was completed. Hemostasis was achieved with the suture from the second proglide device. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.